Event description:
It was reported that post-implant the left ventricular (lv) lead caused diaphragmatic stimulation. The lead was reprogrammed to no avail. A lead revision was performed, but the lead dislodged. The lead was subsequently abandoned. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.